Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh erosion and exposure, granulation tissue, pain, dyspareunia and recurrence of stress urinary incontinence. Excisions of the mesh were performed.